Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged bleeding event is related to the activ.a.c.¿ therapy system. A device evaluation of the activ.a.c.¿ therapy system is pending completion. Device labelling, available in print and online, states: contraindications do not place foam dressings of the v.a.c.® therapy system directly in contact with exposed blood vessels, anastomotic sites, organs, or nerves. Warnings bleeding: with or without using v.a.c.® therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal: patients who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anastomosis or grafts) / organ. Infection. Trauma. Radiation. Patients without adequate wound hemostasis. Patients who have been administered anticoagulants or platelet aggregation inhibitors. Patients who do not have adequate tissue coverage over vascular structures. If v.a.c.® therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c.® therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c.® therapy, leave dressing in place, take measures to stop the bleeding and seek immediate medical assistance. The v.a.c.® therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding. Protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c.® therapy. Always ensure that v.a.c.® foam dressings do not come in contact with vessels or organs. Use a thick layer of natural tissue should provide the most effective protection. If a thick layer of natural tissue is not available or is not surgically possible, multiple layers of non-adherent dressing material may be considered as an alternative, if deemed by the treating physician to provide a complete protective barrier. If using non-adherent materials, ensure they are secured in a manner that will maintain their protective position throughout therapy.

Event description:
On (B)(6) 2022, the following information was provided to kci by the health professional: on (B)(6) 2022, the activ.a.c.¿ therapy system pressure reportedly increased to 200mmhg and allegedly caused the wound to bleed. The patient went to the theatre to cease the hemorrhage. On (B)(6) 2022, the following information was provided to kci by the health professional: on 10-may-2022, the activ.a.c.¿ therapy system therapy settings reportedly increased from 125mmhg to 200mmhg for approximately 40 minutes before returning to 125mmhg. On (B)(6) 2022, the therapy settings reportedly increased and stayed at 200mmhg for more than 15 hours. On (B)(6) 2022, the patient allegedly experienced bleeding, presented to the ed [emergency department] and underwent "debridement and exploration for bleeding" in the operating theatre. On (B)(6) 2022, an activ.a.c.¿ therapy system was re-applied. No additional information was provided. A device evaluation of the activ.a.c.¿ therapy system is pending completion.

Manufacturer narrative:
Based on the information provided regarding the device, kci's assessment remains the same; it cannot be determined that the alleged bleeding event is related to the activ.a.c.¿ therapy system. The device met specifications before and after patient placement.

Event description:
On 30-jun-2022, a device evaluation was completed by kci quality engineering. On 13-apr-2022, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. The patient used the device from (B)(6)2022 to (B)(6)2022. On (B)(6)2022, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. The device passed the pressure accuracy checks and standard quality control alarm testing.